Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports "she had a burn with blisters". The cause of the consumer stating she received a burn with blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a burn with blisters; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via telephone regarding a 47-year-old female who used a thermacare lower back and hip l/xl heat wrap. Medical history included ehlers-danlos syndrome, postural orthostatic tachycardia syndrome, and mast cell activation syndrome. She was allergic to erythromycin. Concomitant products included IV therapy hydration, antioxidants, and an epipen (epinephrine). At 8 a.m. On (B)(6) 2023, the consumer topically applied a thermacare lower back and hip l/xl heat wrap over her underwear to her lower waist and coccyx area. Approximately at 12 to 3 p.m. After taking a nap, the consumer woke up and thought she had a bite. She realized it was a burn from the product. She had a burn with blisters on her coccyx area. She used heating pads all of the time without issue but, she was unsure if she had issues with the product due to her medical conditions. She felt the burn exasperated her medical conditions. She showed her nurse and physical therapist but had not talked to a doctor regarding her symptoms. She took a shower, used fresh aloe, aloe patches, silver packets, and castor oil packs for her symptoms. As of (B)(6) 2023, she was healing.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports "she had a burn with blisters". The cause of the consumer stating she received a burn with blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of blisters or other skin irritations. This is an adverse event for a burn with blisters; risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On (B)(6) 2023, a spontaneous report from the united states was received via telephone regarding a 47-year-old female who used a thermacare lower back and hip l/xl heat wrap. Medical history included ehlers-danlos syndrome, postural orthostatic tachycardia syndrome, and mast cell activation syndrome. She was allergic to erythromycin. Concomitant products included IV therapy hydration, antioxidants, and an epipen (epinephrine). At 8 a.m. On (B)(6) 2023, the consumer topically applied a thermacare lower back and hip l/xl heat wrap over her underwear to her lower waist and coccyx area. On (B)(6) 2023, additional information was received from a consumer. Approximately at 12 to 3 p.m. After taking a nap, the consumer woke up and thought she had a bite. She realized it was a burn from the product. She had a burn with blisters on her coccyx area. She used heating pads all of the time without issue but, she was unsure if she had issues with the product due to her medical conditions. She felt the burn exasperated her medical conditions. She showed her nurse and physical therapist but had not talked to a doctor regarding her symptoms. She took a shower, used fresh aloe, aloe patches, silver packets, and castor oil packs for her symptoms. As of (B)(6) 2023, she was healing. On (B)(6) 2023, it was learned that the consumer's medical history included a collagen deficiency which caused a tailbone dislocation which she has physical therapy for. She had to sit on a special pillow. It was clarified that she tried the heat wrap to get her by until her doctor's appointment for her tailbone, but it caused her a long-term effect. She did not go see a doctor for the burn, but she sees a home health care nurse every week. She was unable to sleep on her back because of the burn when the blister popped. As of (B)(6) 2023, here she was healing.